Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported system error 322 could not be reproduced, but was confirmed through the event history log. It was determined that the upper and lower auxiliaries to be the failing components. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded stated and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported a spectrum pump had system error 322. Any patient involvement, injury or medical intervention is unknown.